Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform ((B)(4)). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the (B)(6) 2018 confirming the reported event. A load characterization check was performed and identified a defective load cell. The autopulse platform is a reusable device and was manufactured on 03-aug-2007 and has exceeded its expected service life of 5 years. The platform is 10 years old and has not seen regular preventive maintenance. As part of routine service during testing, the device was examined and found a bent battery lock and is not related to the reported event. After replacement of the load cell and the battery lock, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Historical complaints were reviewed for service information related to the reported complaint and no similar complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
As reported during shift check the autopulse platform ((B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon power up. User was unable to clear the ua 7 error message. No patient involvement.